Event description:
It is reported that the end-user has a fungal rash under the mass of her wafer which began several months ago (date unknown), but has not gotten better. It is further reported that end-user has not sort medical attention for this issue, but has been using reliamed protective barrier and sween microguard antifungal powder.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End-user was provided instructions in skin care and crusting technique as follows. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 08, 2014. Note: the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.